Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was unable to retrieve the component. The hosp has reported no pt injury occurred.